Manufacturer narrative:
The reported event of spontaneously extended helix was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The spontaneously extended helix issue did not occur during the helix mechanism/extension length testing.

Event description:
It was reported that during the initial implant procedure, the helix of the right ventricular (rv) lead appeared to spontaneously extend during positioning. The helix rotation was not tested prior to introduction into the patient, however, the helix rotation was test post introduction and no rotation anomaly was observed. The rv lead was reintroduced and again the helix appeared to spontaneously extend during positioning. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.